Manufacturer narrative:
Investigation included review of available user feedback with plans for data analysis if provided. Investigation of this case revealed that the cause of the hypoglycemia was not determined based on the information available. It was concluded that the event involved hypoglycemia with an unclear cause and no confirmed device malfunction identified from the report. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed. This report is being submitted as a late report due to technical issues encountered during the initial electronic submission. An initial MDR was prepared and submitted on 23-oct-2025, which was within the required reporting timeframe; however, the submission was not successfully received by FDA due to technical transmission issues. Upon identification of the issue, corrective actions were taken to ensure successful submission, and this report is being provided to fulfill reporting requirements.

Event description:
It was reported that the patient experienced frequent hypoglycemia, described as constant and occurring more than once daily, and asserted that the continuous glucose monitor target appeared lower than expected despite a higher target set on the pump. Symptoms included low blood glucose episodes consistent with hypoglycemia. Outcomes included ongoing daily functional impact due to recurrent low readings without reported medical intervention or hospitalization.